Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The microsensor did not measure the intracranial presure, the surgeon changed the monitor and the same error appeared. After this a new sensor was used and it worked without problems. This complaint was received by cnv.